Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the electrosurgical knife during an endoscopic submucosal dissection procedure, the electric scalpel had the ball tip at the tip break and fall out of the body. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: g2. The subject device lot number was unknown, and the device manufacture date was not identified; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the subject device was disposed at the facility, hence, the subject device was not returned for investigation. Therefore, the event was not able to be confirmed. The root cause could not be identified. There are no reports of the tip detaching and falling inside the patient's body. The instruction manual identifies the following related verbiage which could have prevented the phenomenon (drawing no. Gk6202 revision no.19): - chips and electrodes may occasionally chip due to usage conditions, such as when the radiofrequency ablation power supply is set to coagulation mode, when the output setting is high, when the energization time is long, or when the contact length between the tissue and the cutting knife is short. This may cause the knife to fall off or become deformed or break. Always check the tip for any abnormalities during use. If you find that the tip or electrode is chipped or falling off, or the incision knife is broken, stop using it immediately and use a spare high-frequency knife. Using a defective high-frequency knife may lead to perforation or major bleeding. Also, use grasping forceps to collect any chips, electrodes, or incision knives that have fallen off. - when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.